Event description:
It was reported that during a stenting treatment procedure, a stent appeared longer than the dimensions given on the label. A 10x70mm placehit "biliary wallstent" was advanced to the biliary lesion and deployed. Another 10x70mm placehit "biliary wallstent" was removed from the packaging and it appeared to be longer than the labelling indications by about 20mm in length, however, the stent was advanced to the biliary, deployed without issue, and the results were satisfactory. It was reported that during positioning and following deployment, the stent appeared longer than the 70mm stent that was previously deployed. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).